Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was used in a tavi procedure. The preparation, insertion, device delivery and removal of the islleve all were without incident. Upon examination of the isleeve, it was noticed that there was split of the distal part of the sheath from the tip halfway up the sheath. There were no patient complications. The patient is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 14f isleeve sheath. The sheath and tip were microscopically and tactile inspected. Inspection revealed sheath kinks located 13.5 cm and 20.5 cm from tip, sheath material was split/torn on one seam for 20.5cm starting at the tip and another seam torn for 1.5 cm also starting at the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported sheath burst/split was confirmed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was used in a tavi procedure. The preparation, insertion, device delivery and removal of the islleve all were without incident. Upon examination of the isleeve, it was noticed that there was split of the distal part of the sheath from the tip halfway up the sheath. There were no patient complications. The patient is fine.